Manufacturer narrative:
(B)(6). Investigation: bd received samples and photo from the customer facility for investigation. The customer samples and photo were evaluated and the customer¿s indicated failure mode of missing gel with the incident lot was observed. A review of the manufacturing records was completed for the incident lot number and no issues were identified. Based on evaluation of the customer samples and photo, the customer¿s indicated failure mode of missing gel with the incident lot was observed. Upon inspection of the customer samples and review of the photo, samples did not meet the required specifications. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® plastic sst¿ ii advance tube with bd hemogard¿ closure was missing the gel additive. There was no report of injury or medical intervention.